Event description:
"On (B)(6) 2014, the reporter stated that after placing the catheter there are again and again redness on the skin. This happened after 2-4 days after placing. The catheter must be removed premature. Additional info received via e-mail on (B)(4) 2014, the reporter stated no, there was no medical intervention during or after the treatment necessary. Additional info received on (B)(4) 2014 via e-mail, the reporter stated that cortisone was injected to the pt after the redness. But although the cortisone, there was again and again new local inflammation."

Manufacturer narrative:
No sample was received fro evaluation. Sterilization does not show any problems that could contribute to the failure reported. Device history review was conducted and no anomalies noted.